Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce or confirm the reported device stopped working. The pneumatic block was replaced to address a high pressure detected alarm identified during evaluation of the device. The device was serviced and fully tested before it was returned to the customer. The investigation determined that the root cause was contamination of the device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had stopped working during ventilation. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had stopped ventilating. There was no patient injury reported as a result of this incident.